Event description:
The customer's wife reported that the customer woke up on (B)(6) 2014 with nausea, dehydration, anda blood glucose reading of 498 mg/dl. The customer was taken by ambulance to the hospital where blood cultures and a cat scan were performed. The tests came back fine. The customer was diagnosed with hyperglycemia and was treated with an IV drip. The pod was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.